Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00263.

Event description:
As reported by our affiliate in (B)(6), during withdrawal of the devices in a transfemoral tavr procedure, the crimped valve was dislodged from the delivery system balloon and was deployed in the iliac artery. As reported, during a transfemoral tavr procedure, resistance was encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr. Esheath. The valve became stuck in the sheath and was not able to be advanced. During the removal of the devices, a right primary iliac artery rupture occurred, resulting in a perioperative retro-peritoneal hemorrhage. Stabilization was performed with the placement of an aortic occlusion balloon in the abdominal aorta via the left femoral artery. It was reported that during the removal of the devices, the sapien 3 valve dislodged from the delivery system balloon and remained in the iliac artery. The valve was inflated with a balloon and deployed in the iliac artery. A non-edwards introducer was then inserted and passed through the sapien 3 valve in the iliac artery. A non-edwards valve was implanted with good results. The right iliac artery rupture was repaired with a vascular endoprosthesis. Angiography showed good profusion of the right ilio-femoral arterial axis and no active residual bleeding. At the end of the procedure and vascular repair, a ¿short¿ cardio-circulatory stop by electromechanical dissociation occurred. It was reported that the hemorrhagic shock likely contributed to the event. The patient recovered after conventional resuscitation maneuvers and compensation of blood and volume losses. The patient remained in ¿reanimation¿ as a result of the complicated procedure and hemorrhagic shock. The patient remained sedated and was transferred intubated. Hemodialysis was also required. The patient expired on postoperative day 4. The cause of death was reported to be hemorrhagic shock, renal insufficiency requiring dialysis and multiple visceral failures. The access vessel minimum luminal diameter (mld) measured 9.6mm with mild calcification and mild tortuosity reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: evaluation codes. The initial delivery system and esheath were returned to edwards lifesciences for evaluation. The initial valve remains implanted in the iliac artery. Visual inspection of the delivery system revealed a kink on the delivery system balloon shaft, due to packaging. A kink on the delivery system in the same location was observed on the esheath. Minor compression on the proximal flex tip and flex tip gouges were observed. Review of the cine images provided by the site revealed a sharp bend in the iliac artery. The images also revealed the valve was not flush against the flex tip during the insertion through the sheath. The tip of the sheath was potentially not past the bifurcation as instructed by the IFU. The delivery system did not appear to be coaxial with the sheath. The images also showed the sheath was pulled back on the flex shaft with the delivery system still in the iliac artery. The valve appeared to be partially on the inflation balloon with the valve strut bent outward. The valve appeared to be aligned on the inflation balloon with the flex tip not pushed up against the valve. Attempts to withdrawal the valve into the sheath caused the valve struts to catch on the sheath shaft distal tip. Due to the nature of the complaint (valve dislodged from balloon) and the condition of the returned sheath (fully expanded and tip fully opened), no relevant functional testing was able to be performed. Dimensional analysis of the delivery system flex tip, which represents the largest component to pass through the esheath, was performed. The flex tip outer diameter was within specification. Lot history review revealed no other complaints related complaints. Complaint history review from february 2018 through january 2019 for the edwards commander delivery system (all models and sizes) revealed other complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system - withdrawal difficulty ¿ valve through sheath¿. The complaints were confirmed, but no potential manufacturing non-conformances were identified. A review of the complaint history revealed that the occurrence rates did not exceed the january 2019 control limits for the appropriate trend categories. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the entire delivery system is visually inspected and tested multiple times. The delivery system components undergo multiple 100% visual and dimensional inspections. The entire device undergoes 100% distal to proximal final inspection by manufacturing and quality. Additionally, product verification (pv) testing is performed on finished devices under a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required or performed. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. In this case, the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ were confirmed based on the review of the cine images provided by the site and the condition of the returned devices. No manufacturing non-conformances were identified in the returned device and a review of lot history, DHR, complaint history, manufacturing mitigations, and device dimensional testing supported that a manufacturing non-conformance likely did not contribute to the events. A review of IFU/training materials revealed no deficiencies. It is likely that the valve was dislodged from the balloon as a result of the resistance with the sheath shaft during the attempts to insert or remove the delivery system. A tortuous/calcified access vessel can create a challenging path for advancement and withdrawal of the delivery system. During visual inspection, gouges on the delivery system flex tip face were noted, supporting that there was difficulty advancing the delivery system. As the operator attempted to advance the delivery system multiple times, it is possible that the resistance and device manipulation caused interaction with the valve against the sheath/vasculature causing it to loosen and subsequently dislodge as it got blocked at the right primary iliac level. As reported, at the location of the resistance, the patient¿s anatomy was noted to be tortuous (slightly inferior 90 angle). In addition, calcification was present. Although a definite root cause cannot be determined, patient factors (tortuous anatomy, vessel calcification) likely contributed to the resistance encountered during the delivery system/valve advancement. In addition, procedural factors (manipulation of the devices, possible under crimped valve, bent valve strut) likely contributed to the resistance encountered during the attempt to withdraw the valve back into the sheath and during the attempt to withdraw the delivery system/valve through the sheath. The attempts to withdraw the valve through the sheath likely contributed to the valve being dislodged from the balloon and subsequent placement/deployment in the iliac artery. No product non-conformances or labeling/IFU/training manual inadequacies were identified. Review of complaint history revealed that the occurrence rate for the relevant trend category did not exceed the monthly trigger for action. As such, neither product risk assessment, nor corrective or preventive action is required at this time.